Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to call back if any issues reoccurred, which the customer acknowledged and understood.